Event description:
It was reported that the pt complained that he was getting insufficient benefit from his middle ear implant and requested to be explanted. The surgeon explanted the pt in 2007.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.